Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb port was damaged and loose. Customer alleged that the pump would intermittently charge and the usb cable had to be held a specific way for the pump to register charge. Customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level that ranged from 42-48 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer alleged low bg was due to settings needing adjustment. Healthcare provider adjusted settings to resolve the issue.